Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard interlok cruciate retaining femoral component 65mm right catalog #: 183008 lot #: 680300, vanguard cruciate retaining lipped tibial bearing 10mm x 63/67mm catalog #: 183520 lot #: 399200. It was indicated by the complainant that the product would not be returned to zimmer biomet for investigation, as no further information could be provided by the sales representative. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2019-00146, 0001825034-2019-00147. Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision approximately four (4) years post-operatively due to unknown reasons. All components were removed and replaced with competitor products. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review and radiographic inspection, however, the reported event could not be confirmed. Radiographic inspection of x-rays provided did not identify any abnormalities and components were anatomically aligned. The device history records were reviewed and no discrepancies relevant to the reported event were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.